Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that reason for call was caller reported that for the past 2 or 3 months the patient has been experiencing a return of pain symptoms. Caller indicated the stimulation was turning off and the patient would turn the therapy on when they feel pain. Agent attempted to ask clarifying questions; however, the caller was unsure of the details. Patient did seem to indicate the stimulation would be off and they would turn back on, but agent was unable to confirm. Agent reviewed stimulation on/off button and asked if patient was using that to lock and unlock their controller, but caller was unsure. Agent had caller unlock controller and caller confirmed therapy was on and in group b. Agent reviewed changing groups and increasing intensity and also reviewed role of rep. Caller was redirected to mdt rep and hcp to further address the issue and for possible reprogramming.